Event description:
Baxter (B)(4) received a report that an infusor had a "damaged/ flat infusion line" before filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition of "damaged/ flat infusion line" was confirmed via photographic evaluation. The root cause was determined to be due to misloading of the unit in the flow wrap equipment. Awareness training addressing this issue was conducted for operators using the flow wrap equipment. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. This device is not available for evaluation. Should the device and/or any additional information become available, a follow-up report will be submitted.